Event description:
Tampon stuck [foreign body in reproductive tract] string unraveled - tampon [device breakage] when I went to change it the string came out and the tampon was stuck [complication of device removal] case narrative: consumer reported via e-mail that tampon string unraveled and when she tried to remove tampon, the string came out and tampon was stuck. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.